Event description:
It was reported that the handpiece began overheating and smoking while the equipment was being tested. This event did not occur during a surgical procedure. There was no patient involvement. There was no user injury or any other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was an electrical failure due to problems with a third party asic and motor.